Event description:
Additional information received from a consumer reported that there was still no therapeutic benefit. Increasing settings and switching programs had already been performed. They had tried all of the programs; however, nothing helped except for program 3 for a short while. When the implantable neurostimulator (ins) was checked, it showed stimulation was set to program 1 at 1.6v but stimulation was off. Stimulation was decreased to .7v and then they turned stimulation off. Then it was increased to .8v and then the patient was feeling stimulation in the appropriate area. The patient was going to stay on one program and switch programs if there was no improvement on the current program after increasing the settings.

Event description:
Additional information was received from the patient¿s family member. He reported that the patient¿s implant does not work and has never worked for the patient¿s symptoms in the last year. They have tried every formula and program with no success. It was noted that they thought it worked one time, but it did not last long. The patient does not currently have a managing physician.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0xygm, implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The consumer's family reported that he had increased stimulation in program 2 to 1.70v but the patient was still not getting urinary relief. There was a loss/ change in therapy. The family tried 1.80v but it was strong for the patient so he backed down to 1.70v. The patient started out at 1.30v but she wasn't feeling anything. The patient had an office visit with the health care professional on (B)(6) 2015, in which they planned to speak to the hcp about stim. She felt stimulation. Her indication for use was urinary dysfunction/ sacral nerve stim and gastrointestinal/pelvic floor. No further information was provided. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient's husband was very conservative with adjustments to the device. The patient and husband were educated and were encouraged to adjust the settings more aggressively. The cause of the lack of therapeutic effect was determined to be inadequate exploration of options for settings and adjustments for the device. If additional information is received, a follow up report will be sent.